Event description:
In march 2005, while wearing the external equipment, the patient reportedly experienced incidents of shocks and a pain sensation. In 2005, the patient was seen for evaluation. Testing performed revealed two electrodes with out of range impedances. The next day testing performed confirmed that the patient's c1 device was no longer functioning.